Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple times sensor did not alert occurred. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.